Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when infection & non-union occurred. (B)(4). The original implant was in (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery for a post-operative cranial infection and non-healing wound during the late evening of (B)(6) 2015. The surgeon went in and cleared out the infection, applied a topical antibiotic, removed the bone flap with the implants consisting of (one) titanium matrixneuro strut plate 2 x4 holes, (one) titanium matrixneuro strut plate 2 x 3 holes plate, and (unknown) quantity of titanium matrixneuro screws, and debrided the soft tissue. Per the surgeon, "although there were no allegations against the implants, a few other infections that have developed as of late were due to sterile processing department with an instrument." He reconstructed the patient with a new titanium mesh and a quantity of (fifteen) titanium matrixneuro screws from multiple restocked back-up trays. The surgery was successfully completed. There was no surgical time delay and no additional medical intervention. It was less than desirable treatment outcome with an anticipated treatment of a course of antibiotics and a possible re-operation. The patient status outcome is unknown. The original implant was in november 2015. This complaint involves seventeen devices. This report is 1 of 3 for (B)(4).